Event description:
It was further reported that the index procedure treated the de novo, 75% stenosed 3.5x30mm target lesion located in the proximal right coronary artery. Post dilation was performed resulting in 0% residual stenosis. The patient was discharged without complication 5 days later on bayaspirin and patyuna. Per the physician, the restenosis event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2009-06659. It was reported that following a coronary stenting treatment procedure, the patient presented with restenosis. The patient had a 3.5x32mm taxus express2 stent implanted in an unspecified location. In (B)(6) 2010, a study follow up angiogram revealed a 100% restenosed, 3.5x28mm lesion located in the proximal right coronary artery (rca). The patient was taking bayaspirin and "patyunain". In (B)(6) 2010, the patient underwent a revascularization procedure placing a non-bsc stent in the target lesion resulting in 0% residual stenosis. It was noted that the patient experienced a change on the electrocardiogram during the procedure, but the change was not specified. The patient was discharged 8 days later on bayaspirin and plavix. 10 days later, at the 3 year study follow up the patient had no anginal symptoms.